Event description:
Customer reported strip pads coming off.

Manufacturer narrative:
Customer reported they opened a new vial of chemistry strips and the strips had pads falling off when loading in the strip provider module. The customer stated there was no erroneous results generated or reported out of the lab. Customer technical support (cts), sent the customer a replacement lot of chemistry strips. The reason for loose pads is under investigation.